Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt rep. Said the pt was having spasms in their legs the pt thought were related to the spinal cord stimulator(scs) and pt rep. Said the pt thought something was wrong with the scs. Pt rep. Said the pt "got shocks" and the pt rep. Said the pt was not sure if the pt had the "right vibrations." Pt rep. Said the issue had been occurring for more than 2 weeks. The patient was redirected to their healthcare provider to further address the issue. Pt rep. Was also provided the phone number to nas.redirected caller: patient's hcp.